Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records and sterilization records could not be performed. The marker has not been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that a pt had a breast marker implanted and did not disclose prior to the procedure that she had an allergy to nickel. Reportedly, several hours after the marker was placed, a rash developed on the pt's chest. The pt presented to the emergency room that evening, as hives and welts had spread over her body. Epinephrine was given and the pt was started on 5 days of steroids, along with an antihistamine. The pt presented to an urgent care facility four days later as the symptoms had not subsided. An additional 5 days of steroids were ordered. The marker was removed approx six days after implant. The pt is reported doing well after the marker removal.